Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. It was reported by the customer that a pyxis medstation es system failed storage space and frequent drawer failure preventing user from accessing medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system had failed storage space and frequent drawer failure preventing user from accessing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed and retractor cable having black spots. The field service engineer installed new retractor cables and control board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had frequent drawer failure preventing user from accessing medication. There were no adverse events or injuries reported based on this event.